Event description:
IT WAS REPORTED THAT PERICARDIAL EFFUSION OCCURRED AND THE PATIENT WAS HOSPITALIZED. FARAWAVE WAS SELECTED FOR ATRIAL FIBRILLATION (A FIB) PROCEDURE. THE PROCEDURE WAS COMPLETED SUCCESSFULLY WITH NO COMPLICATIONS. HOWEVER, CHECKING FOR EFFUSION POST ABLATION, PHYSICIAN NOTED A SMALL EFFUSION. IMMEDIATELY, TAP WAS PERFORMED AND 90ML BLOOD WAS REMOVED FROM THE PATIENT. NO PERFORATION WAS NOTED. AS PER THE PHYSICIAN OPINION, THE DEVICE OR PROCEDURE CONTRIBUTE TO THE PATIENT COMPLICATION AS THE PATIENT HAD THE SMALL HEART. THE PATIENT WAS ADMITTED TO THE HOSPITAL. CURRENT STATUS OF THE PATIENT IS UNKNOWN. IT WAS FURTHER CONFIRMED THAT THE PATIENT WAS NOW STABLE AND WAS DISCHARGED.

Manufacturer narrative:
B5 DESCRIBE EVENT OR PROBLEM FIELD UPDATED WITH ADDITIONAL INFORMATION OBTAINED. D2A: COMMON DEVICE NAME: PERCUTANEOUS CARDIAC ABLATION CATHETER FOR TREATMENT OF ATRIAL FIBRILLATION WITH IRREVERSIBLE ELECTROPORATION; REPORTED HERE AS THE COMMON DEVICE NAME EXCEEDED THE CHARACTER LIMIT FOR DESIGNATED FIELD. DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. BECAUSE THE PRODUCT IS UNKNOWN, WE ARE UNABLE TO PROVIDE THE UNIQUE IDENTIFIER (UDI) AND OTHER SPECIFIC PRODUCT INFORMATION.

Event description:
It was reported that Pericardial effusion occurred and the patient was hospitalized.FARAWAVE was selected for atrial fibrillation (A Fib) procedure. The Procedure was completed successfully with no complications. However, Checking for effusion post ablation, physician noted a small effusion. Immediately, tap was performed and 90ml blood was removed from the patient. No perforation was noted. As per the physician opinion, the device or procedure contribute to the patient complication as the patient had the small heart. The Patient was admitted to the hospital. Current status of the patient is unknown. It was further confirmed that the patient was now stable and was discharged.

Event description:
IT WAS REPORTED THAT PERICARDIAL EFFUSION OCCURRED AND THE PATIENT WAS HOSPITALIZED. DURING A PULSED FIELD ABLATION (PFA) PROCEDURE TO TREAT AN ATRIAL FIBRILLATION (A FIB) A FARAWAVE CATHETER WAS SELECTED FOR USE. THE PROCEDURE WAS COMPLETED SUCCESSFULLY WITH NO COMPLICATIONS. HOWEVER, CHECKING FOR EFFUSION POST ABLATION, PHYSICIAN NOTED A SMALL EFFUSION. IMMEDIATELY, TAP WAS PERFORMED AND 90ML BLOOD WAS REMOVED FROM THE PATIENT. NO PERFORATION WAS NOTED. AS PER THE PHYSICIAN OPINION, THE DEVICE OR PROCEDURE CONTRIBUTE TO THE PATIENT COMPLICATION AS THE PATIENT HAD THE SMALL HEART. THE PATIENT WAS ADMITTED TO THE HOSPITAL. CURRENT STATUS OF THE PATIENT IS UNKNOWN.

Manufacturer narrative:
D2A: COMMON DEVICE NAME: PERCUTANEOUS CARDIAC ABLATION CATHETER FOR TREATMENT OF ATRIAL FIBRILLATION WITH IRREVERSIBLE ELECTROPORATION; REPORTED HERE AS THE COMMON DEVICE NAME EXCEEDED THE CHARACTER LIMIT FOR DESIGNATED FIELD. DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. BECAUSE THE PRODUCT IS UNKNOWN, WE ARE UNABLE TO PROVIDE THE UNIQUE IDENTIFIER (UDI) AND OTHER SPECIFIC PRODUCT INFORMATION.

Manufacturer narrative:
D2a: Common Device Name: Percutaneous Cardiac Ablation Catheter For Treatment Of Atrial Fibrillation With Irreversible Electroporation; reported here as the Common Device name exceeded the character limit for designated field.Detailed product information was not provided to BSC. Good Faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the Unique Identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.Investigation SummaryWith all the available information, Boston Scientific is unable to confirm cause of the reported clinical observation of generator showing Pericardial Effusion. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed.Device History Record ReviewThe lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications.Labeling ReviewBased on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/Instructions For Use (IFU).Risk ReviewA risk review performed for the FARAWAVE device confirmed that the event of Pericardial Effusion is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation ConclusionBoston Scientific has assigned an investigation conclusion code of Adverse Event Related to Procedure but unable to trace more specifically and supporting evidence came to this conclusion. Boston Scientifics investigation findings based on available information, a small pericardial effusion was identified immediately following the procedure and was treated with pericardiocentesis, with approximately 90 mL of blood removed. No cardiac perforation, device malfunction, or product performance issue was identified. The treating physician considered that the procedure may have contributed to the event in the setting of the patients small cardiac anatomy. The patient subsequently stabilized and was discharged. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the Instructions For Use (IFU) was not followed.